Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure heavily stained and marked, both covers were cracked and marked and line cord was worn. The reported customer complaint was confirmed as gasket in water tank cover was mis-aligned. The problem source has been determined to be unknown.

Event description:
Information was received that device has display issue, and is leaking from reservoir. No adverse effects reported.